Event description:
It was reported that the patient presented to surgery with lumbar disc issues l5-s1. Procedure was for decompression laminectomy l5 and s1, plif l5-s1 with peek cages and autograft bone, posterolateral fusion l5-s1 with pedicle screws bilaterally at l5 and s1, rhbmp-2/acs, and autograft bone. On (B)(6) 2008 the patient presented for followup. Per the physician's notes, 'patient states that since surgery, he believes that he is a little bit better but he continues to have constant low back pain with paroxysmal muscle spasm that radiates into the left lower extremity all the way into the medial aspect of his foot. Patient is here today seeking further pain management.' On (B)(6) 2008 the patient presented for followup. Per the physician's notes, 'he continues to have severe low back pain that radiates into the left lower extremity. His pain is constant but he does have additional bad days; he has muscle spasm associated with his pain often and is very troubled by this.' X-rays indicated 'status post laminectomy and fusion l5-s1 with anterior and posterior fusion without hardware failure. The lumbosacral spine is otherwise normal.' On (B)(6) 2008 the patient presented for followup. Per the physician's notes, 'he has constant low back pain that radiates into the left lower extremity.' On (B)(6) 2008 the patient presented for followup. Per the physician's notes, 'he has constant low back pain with left radiculopathy. He has worsening discomfort with increased activity even doing light lifting and carrying.' 'Patient received his first epidural steroid injection today at l3-4.' On (B)(6) 2008 the patient presented for follow up. Per the physician's notes, 'he states his epidural steroid injection at l3-4 did help; he then became much more active afterwards and had increased discomfort associated with this increased activity that he believes has made his pain almost back to baseline.' 'Patient received his second epidural steroid injection today at l3-4.' On (B)(6) 2008 the patient presented for follow up. Per the physician's notes, he continues to have low back pain with associated cramping. The second epidural steroid injection worsened his back pain for about seven days; the cramping became more severe as well. Now, however, his left lower extremity symptoms have markedly improved especially as compared to prior to his first epidural steroid injection; he does, however, report that, with improvement on the left, his right lower extremity radicular symptoms have become worse.' On (B)(6) 2009 the patient presented for followup. Per the physician's notes, 'he continues to have low back pain. His pain worsens with vibration even going up or down stairs.' On (B)(6) 2009 the patient presented for followup. Per the physician's notes, 'he states that his low back pain has not improved since his last visit. It remains very severe and radiates into the lower extremities.' On (B)(6) 2009 the patient presented for followup. Per the physician's notes, 'he continues to have severe low back pain but it is a little bit better with the warmer weather.' 'Patient received two hardware injections today, one on the left at s1, the other on the right at s1.' On (B)(6) 2009 the patient presented for followup. Per the physician's notes, 'he states that he was pain free after the hardware injection for about two hours but the low back pain then returned to it's baseline. He states that his low back pain is constant. It is extremely severe. It is worse with sitting and markedly worse with walking; he will develop back cramps while ambulating short distances.' On (B)(6) 2009 the patient presented for follow up. Per the physician's notes, 'patient states he may be having a good day today. His symptoms in general do improve with bed rest. His low back pain includes a burning sensation. It does not radiate into his lower extremities though it does worsen the most with walking but also with bad weather.' On (B)(6) 2009 the patient presented for follow up. Per the physician's notes, 'he states he is having a very bad day with regard to his pain today. His thoracolumbar pain worsens with increased activity. Review of systems is remarkable for continued left anterior thigh numbness.' On (B)(6) 2009 the patient presented for follow up. Per the physician's notes, 'he states that his thoracolumbar pain is no better. He has increased discomfort with increased activity.' On (B)(6) 2009 the patient presented for followup. Per the physician's notes, 'his thoracolumbar pain is no better. He has increased discomfort with increased activity. Review of systems is positive for left anterior thigh numbness that is a little bit worse today but, in general, is more frequent. It seems to be developing a negative trend.' On (B)(6) 2009 the patient presented for follow up. Per the physician's notes, 'he states his thoracolumbar pain has been worse lately. He does have increased discomfort with increased activity; he has been trying to do light chores over the past couple days because the weather is at least sunny if not especially warm; temperatures have been in the 70's. His increased activity is associated with worse back pain but also with left anterior thigh paroxysmal numbness that is now spreading into his entire leg.' On (B)(6) 2009 the patient presented for follow up. Per the physician's notes, 'he states his thoracolumbar pain is worsening with the cold wet weather. It does radiate into the left lower extremity and is associated with lateral thigh numbness. He has increased discomfort with increased activity. He cannot lie prone at home.' 'The patient received his first series of epidural steroid injections; this is his second set. The injections were at l3-4 and l4-5.' On (B)(6) 2009 the patient presented for follow up. Per the physician's notes, 'he states that his thoracolumbar pain does radiate into the left lower extremity especially into his hip and gluteal region. He states that his back pain markedly improved and he was essentially pain free for about ten days following the last epidural steroid injection; however, because he was much more active than usual, he began developing pain with muscle spasm that recurred on about day ten.' On (B)(6) 2009 the patient presented for followup. Per the physician's notes, 'his thoracolumbar pain radiates into the left lower extremity. He states that the epidural steroid injection from two visits ago did help diminish his pain markedly for about a week and a half but it has now worsened again though it is not as bad as prior to his first epidural steroid injection on (B)(6) 2009. He does continue to have increased discomfort with increased activity.' 'The patient received the second set of epidural steroid injections today, one at l3-4 and the other at l4-5.' On (B)(6) 2009 the patient presented for followup. Per the physician's notes, 'he states his thoracolumbar pain has worsened lately. It does radiate into the left lower extremity. The epidural steroid injection did help diminish his symptoms somewhat. He states that he has developed cramping in his back with rehabilitation therapy during some activities but, in general, is more active following the epidural steroid injection than before.' On (B)(6) 2010 the patient presented for followup. Per the physician's notes, 'his thoracolumbar pain remains severe and radiates into the left lower extremity all the way to his foot. He has new left lateral thigh vibration sensation that may be an internal tremor; he has not related it to the cold weather but it has been extremely cold lately.' 'The patient received the third set of epidural steroid injections today, one at l3-4 and the other at l4-5 today.' On (B)(6) 2010 the patient presented for followup. Per the physician's notes, 'he states his low back pain is no better, in fact, it is worsening with the cold wet weather.' On (B)(6) 2010 the patient presented for followup. Per the physician's notes, 'he states that he is having less low back pain with the warmer weather but it still remains quite severe.' On (B)(6) 2010 the patient presented for follow up. Per the physician's notes, 'he continues to have low back pain.' On (B)(6) 2010 the patient presented for follow up. Per the physician's notes, 'his low back pain worsens with increased activity.' On (B)(6) 2010 the patient presented for follow up. Per the physician's notes, 'he states he continues to have low back pain that has not improved. He remains out of work because of his postoperative lumbar pain and disability.' On (B)(6) 2010 the patient presented for followup. Per the physician's notes, 'he states his low back pain is severe today. It worsens with the humid weather and also with increased activity but he does have some days that are relatively better.' On (B)(6) 2010 the patient presented for follow up. Per the physician's notes, 'his low back pain is better than at his last visit but it is still quite bad. He reports he is now having extension of sharp pain into the right lumbar spine where it did not exist before.' On (B)(6) 2010 the patient presented for follow up. Per the physician's notes, 'his low back pain remains severe.' On (B)(6) 2010 the patient presented for follow up. Per the physician's notes, 'his low back pain has been worsening with the cold weather.' On (B)(6) 2010 the patient presented for follow up. Per the physician's notes, 'he continues to have severe low back pain. It worsens with the cold weather.' On (B)(6) 2011 the patient presented for follow up. Per the physician's notes, 'his low back pain remains constant and severe.' On (B)(6) 2011 the patient presented for follow up. Per the physician's notes, 'he states his low back pain is no better. It worsens with increased activity; even very mild increases such as isometric activities probably requiring less than about 20 lb of force.' On (B)(6) 2011 the patient presented for follow up. Per the physician's notes, 'his low back pain has not improved. He has worsening pain with increased activity.' On (B)(6) 2011 the patient presented for followup. Per the physician's notes, 'he states his low back pain is no better and possibly worse with cramping.' On (B)(6) 2011 the patient presented for followup. Per the physician's notes, 'he states his low back pain is no better. He states the pain is associated with muscle spasm.' On (B)(6) 2011 the patient presented for followup. Per the physician's notes, 'his low back pain has been worsening with the colder weather and also if he tries any increased activity.' On (B)(6) 2011 the patient presented for followup. Per the physician's notes, 'he states that lately he has had worsening back pain with increased activity; as the weather has gotten warmer and nicer, he has tried to become more active; in addition to this back pain, he has had the occurrence of left lower extremity twitching and worsening paresthesia; these symptoms will occur even while he is resting after having been active.' On (B)(6) 2011 the patient presented for follow up. Per the physician's notes, 'he states that he continues to have severe low back pain. The pain will radiate into his left lower extremity. He is s/p fusion about three years ago.' On (B)(6) 2011 the patient presented for follow up. Per the physician's notes, 'he continues to have severe low back pain. He has increased discomfort with increased activity; he will also have worsening back pain with prolonged posturing that can include standing or even sleeping; he states his pain will wake him. His back pain radiates into the left lower extremity. That has been worsening lately. It is also associated with substantial numbness.' On (B)(6) 2011 the patient presented for followup. Per the physician's notes, he continues to have severe low back pain. It radiates into his left lower extremity with numbness that is worse with standing, sometimes with sitting for more than 15 minutes or so. Sometimes sleeping will aggravate his low back pain.' On (B)(6) 2011 the patient presented for follow up. Per the physician's notes, 'he does continue to have constant low back pain. It has not improved.' On (B)(6) 2011 the patient presented for follow up. Per the physician's notes, 'he complains of constant low back pain that radiates into the left lower extremity.' On (B)(6) 2011 the patient presented for followup. Per the physician's notes, 'he states he has constant low back pain with cramping. It will radiate into the left lower extremity and he is having worsening pain into his left thigh with paresthesia.' On (B)(6) 2011 the patient presented for follow up. Per the physician's notes, 'he continues to have severe constant low back pain associated with his prior surgeries. The back pain radiates into the left lower extremity and is associated with paresthesia. Sometimes he continues to have cramping.' On (B)(6) 2012 the patient presented for follow up. Per the physician's notes, 'he continues to have severe constant low back pain. It radiates into the left lower extremity with paresthesia and cramping, though the cramping is less when he drinks tonic water.' On (B)(6) 2012 the patient presented for follow up. Per the physician's notes, 'he continues to have severe constant low back pain. It will radiate into the left lower extremity. He also has associated paresthesia and cramping into the left lower extremity.' On (B)(6) 2012 the patient presented for follow up. Per the physician's notes, pt. 'Comes in for follow-up evaluation. He suffered a work injury over four years ago.' 'He states his low back pain is severe. It radiates into the left lower extremity with paresthesia.'

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.